Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by the mhra health authority: the patient was undergoing a total knee replacement. During the superficial wound closure, the team identifies the very end (less than 1mm) of a 2-0 vicryl suture was damaged. Unable to ascertain whether it broke or was bent. Wound searched. Ultrasound performed superficially. No particles were found. Wound closed with a new needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: apologies for the delayed response! This information was not reported to us so I believe it¿s likely the suture was discarded at the time or we would have been informed. We are reporting for trending purposes. From (B)(6). Clinical engineer ¿ medical device safety (mdso) team